Manufacturer narrative:
H.6. Investigation summary: five representative samples in sealed packaging was returned for investigation. All the samples were not decontaminated. The representative samples were subjected to visual inspection to check for distorted barrel. From the representative sample, observed no distorted barrel. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: unable to confirm the customer experience based on the returned samples. A review of past 12 months quality notification was performed, and no quality notification was raised on the reported defect. Representative samples returned was not observed distorted barrel and therefore root cause could not be determined.

Event description:
It was reported that 5 syringe 3ml ls 23g 1in tw experienced product damage with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: distorted barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 syringe 3ml ls 23g 1in tw experienced product damage with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: distorted barrel.